Event description:
It was reported that while being hospitalized for an unrelated reason, the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the peritonitis event prolonged the hospitalization. The cause and treatment for peritonitis were not reported. While hospitalized, the pd therapy was discontinued for an unknown reason. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient was on hemodialysis. The patient treatment was not reported. No additional information is available. This report is 1 of 4.

Manufacturer narrative:
(B)(4). The patient (pt) experienced peritonitis manifested by severe stomach pain and was hospitalized on the same day for the event. At the time of this report the stomach pain was ongoing. On the same day as being admitted, pd therapy was discontinued for an unknown reason. The cause of the peritonitis was unknown. On an unknown date in the following month, the patient's pd catheter was removed and the pt was started on hemodialysis (hd). At the time of this report, the pt was recovering from the peritonitis and hd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Event date: the actual occurrence date was unknown; however, it was reported that the event occurred sometime in (B)(6) 2013. A review of all batch record documents was conducted for potentially associated lot numbers h13f28037, h13f26064, h13e30027 and h13g24083 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).